Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: g3, g6, h2, h6 (investigation findings, and investigation conclusions). Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Svd commonly occurs with a considerably increased rate after 10 years. Prior investigations and extensive literature review have shown that it is predominantly related to patient factors and implant duration rather than to manufacturing issues. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors, including an implant duration of 10 or more years.

Event description:
It was reported and learned through investigation that a patient with a 23mm 3000tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 16 years, 1 month due to leaflets calcification, severe aortic valve insufficiency with moderate stenosis. The patient presented with heart failure. The patient had cardiac arrest at the beginning of the procedure, and the physician thought it may have been related to pulmonary embolism. The patient returned to nsr with CPR and IV drugs while the transcatheter valve was prepped and implanted. The tavr was performed with a 23mm 9755rsl valve. The patient is staying in the hospital for ongoing treatment of heart failure and potential pulmonary embolism.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.